Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient left the bathroom door during therapy. The same day as the event onset, the patient was treated with vancomycin (2gm, every 4 days, route and duration were not reported) and ceftazidime (2gm, daily, route and duration were not reported) for the event and vancomycin medication was discontinued. Four days after the onset, the patient was hospitalized. At the time of this report, the patient was still in the hospital and was recovering from the event. Action taken with pd therapy was not reported. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.